Event description:
It was reported that the hospital wanted to check out the arctic sun device. They were unable to provide any further technical details and would provide an assessment of the device. The device had a failed heater. Per sample evaluation results received via task on 28jun2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. Root cause identified is covered/investigated under CAPA 1405844. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause 1. Inadequate verification and validation activities of the crimping process 2. Single pull test did not provide stability of process 3. Evidence was not provided when requested for maintenance of records or crimp tools 4. No crimp cross-sections provided the device was evaluated. Signs of electrical overstress were observed on the power inlet module and ac main voltage circuit card. Replaced ac main voltage circuit card and the power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Labeling review is not required because labeling could not have prevented this issue. DHR addressed by existing CAPA. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the hospital wanted to check out the arctic sun device. They were unable to provide any further technical details and would provide an assessment of the device. The device had a failed heater. Per sample evaluation results received via task on 28jun2024, it was reported that the hot side connection between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress.